Event description:
Caller states staff reported blood glucose result of hi (greater than 600 mg/dl) on the advantage system. Within 4 minutes of the reported result, a "normal" value was obtained on a professional device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.